Event description:
Monitor incorrectly indicated abnormal ECG for patient. During replacement of the monitor module, the monitoring system went down. Hospital staff reportedly cycled the power on the monitoring system and the unit came back up and monitored properly. There was no reported patient injury. Ge healthcare's investigation into the reported occurrence is still ongoing.